Manufacturer narrative:
Concomitant product(s): product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported pain again when they void after switching sides. They were asked if stimulation was too high, but the patient said it wasn't from stimulation. As a result of what was reported, they were advised to contact their healthcare provider (hcp). The next day, patient said they were in agony after switching sides. They also said their lead was not located in the right place next to their nerve. They called their hcp and they said the left lead was not in the right place next to his nerve from the start; the hcp instructed the patient to switch back to the right side. After switching, the patient said they were no longer in agony and stimulation was comfortable again. No further patient complications have been reported as a result of this event.